Manufacturer narrative:
Correct the manufacturing date on previous reported (reg#3004209178-2016-04124) to 2016-04-08.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that stim still was not working. She did not have the bicycle seat stimulation. She was not waking up at night to void the bladder. She said last night was better but she could not sleep so she was more awake to get up. The night before was extremely bad. She went all over the plastic sheet on the bed. It was indicated that in the beginning of the implant, it worked for quite a while, and then it would not work. She went back and forth. She stated ¿it did not work then it worked¿. On the day of this call, therapy was on but she was not feeling stim. She was on program 1 at 6.35 volts. She tried to increase program 1 past 6.35 and got the upper limit sign. Patient said she still needed to increase more. She then switched to program 3 and she left it at 4.75 volts and could feel stim in the bicycle seat region. It was also reported that the ins was not easy to feel any more. She felt the ins sunk into the skin. She experienced leakage. She wore poise pads all the time. Before she had to wear pull ups and poise pads. She was able to stop using the pull up because the leakage wasn¿t as bad. A week later, patient called back and said that program 3 worked for a day after switching and has not worked for the last 3 days. She did not feel the bicycle seat impulse. She was reached the upper limit of 6.35v. She would like to try program 4. She was instructed to switch programs, however whenever she pushed the sync screen, she would get the poor communication screen. She did not have programmer over the implantable neurostimulator (ins) site. It was later provided that she was able to switch to program 4 and increased stim to 3.8 volts. She was going to try that and call back if she has questions.

Manufacturer narrative:
(B)(4).

Event description:
Patient experienced a loss or change of therapy. The patient does feel stimulation. She normally feels but she was having a reoccurring problem when she sleeps soundly. She was not feeling the stimulation when she lies down at night. It should be waking her up but in the last 6 months or so it doesn't wake her up. She feels the urge to go and that was what wakes her up. She correlated these occurrence to happening when she was cold, like when it's cold outside in the winter. There was no trauma/falls reported that could be related to this issue. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient requested to know if she could increase stimulation at night only and turn back down in the morning. Patient services confirmed that would be an option. She will try to adjust the stimulation to different settings for day verses night and will follow up with the hcp if needed. Symptoms reported were wetting episodes at night. Location of symptoms reported was bicycle seat area. This was consider a sudden change in therapy/symptoms. Event date was asked but asked unknown. Caller initially stated the symptoms started 6 months ago but when patient services tried to confirm the month and year caller then stated she didn't know. Managing hcp was not aware of the issue. Her np(nurse practioner) redirected her to call manufacturer instead of adjusting her stimulation like the hcp normally would. It was noted 8.5 volts 2 weeks ago, saw np , didn't know much about it. The np was still helping her bipolar disorder. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Event description:
Additional information received from the patient reported that she was still having the same issues on (B)(6) 2016. The settings would initially help her with her symptoms, and then they would stop helping. Currently she was on program 4 and couldn¿t go to program 5 as she only had access to 4 programs. The device was set at 8.5 volts on program 4.